Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was indicated that the implantable neurostimulator (ins) was implanted on (B)(6) 2015 but the use by date (ubd) was 2015-02-28. No symptoms were reported. Additional information has been requested regarding if the ins came from a hospital stock of if it was received by a manufacturer representative (rep), but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.